Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep in regard to the patient. Rep reports the patient had a fall in (B)(6) 2024. Rep reports patient started having back pain issue in (B)(4) 2024, physician was going to have a lead revision, but then opted for si joint injection. Caller reports impedance are all over the place caller reports 0-7 lead is not being used. Impedance with: reference 12 electrode 0: 3800 ohms electrode 2,3, 4: 40k ohms electrode 6 and 7: 40k ohms lead 8-15 are normal value caller reports with movement, re-checking impedance, impedance are changing. Electrode 0: normal 1700 ohms electrode 2,3, 4: out of range electrode 6 and 7: out of range reference 1 electrode 0: 2k ohms electrode 5:1700 ohms electrode 3: 35k ohms reference 5 electrode 0 and 1 3: normal <(><<)>2k ohms electrode 2, 4, 6, and 7: out range, 38k and higher reviewed impedance. Technical services suggested obtaining an x-ray.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type lead, product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the issue is resolved. Revision completed (both leads). Leads will not be returned, physician cut leads and nurse disposed of them.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient requested an appointment, and at the appointment it was uncovered that electrodes 0 ,1, 3, 4, 5, 6, 7 may be open on initial interrogation and what the alert message reflected. On the actual impedance check electrodes 4, 6, 7 were high impedances. The rep tried programming around. The cause is not known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2021; product type: lead. Product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2021; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the cause/reason has not been determined. The mid-level in the clinic was going to meet with the patient and then put in an order for a lead revision, that has not been scheduled yet. Patient is utilizing programming that does not require the impeded contacts until a lead revision can be completed.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) , implanted:(B)(6) 2021,explanted: (B)(6) 2025, product type lead product ID 977a260 lot# serial# (B)(6) , implanted: (B)(6) 2021,explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a lead revision was scheduled for (B)(6) .